Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous shunt vessel. The physician advanced a 6.0mmx40mmx75cm mustang balloon to dilate the lesion. The mustang balloon was inflated four times to 8atms for 30 seconds. The mustang balloon was inflated eight times to 24atms for 180 seconds. On the 13th inflation the balloon ruptured at 24atms after 60 seconds. The procedure was completed with this 6.0mmx40mmx75cm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous shunt vessel. The physician advanced a 6.0mmx40mmx75cm mustang balloon to dilate the lesion. The mustang balloon was inflated four times to 8atms for 30 seconds. The mustang balloon was inflated eight times to 24atms for 180 seconds. On the 13th inflation the balloon ruptured at 24atms after 60 seconds. The procedure was completed with this 6.0mmx40mmx75cm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device noted that the balloon material was torn longitudinally from the distal to the proximal transition zone. It was noted that the single lumen shaft was stretched inside the balloon material. A visual and tactile examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).